Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted approximately three weeks prior to (B)(6), 2012. According to the complainant, on (B)(6), 2012, the stent was noted to have migrated into the patient's stomach. An esophagogastroduodenoscopy (egd) procedure was performed to retrieve the stent. When the physician attempted to withdraw the stent from the patient, the retrieval loop on the stent broke. The physician was able to reposition the stent within the esophagus using rat-tooth forceps and the stent was left implanted. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date.(B)(4):the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.